Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump¿s black box history showed that multiple ¿low battery¿ warnings and multiple ¿replace battery¿ alarms were recorded. There was evidence of excessive battery usage/short battery life observed in the pump history. The pump powered on with the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The battery compartment was intact; no damage was observed. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the last battery lasted only two days, and the battery prior only last one week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.